Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture grade IV.

Event description:
Healthcare professional reported left side "pain", "serous fluid", "capsular contracture baker grade IV", "acute rash", "complete film removal surgery" and "chronic nonspecific inflammation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ rash: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, particle, deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "pain", "serous fluid", "capsular contracture baker grade IV", "acute rash", "complete film removal surgery" and "chronic nonspecific inflammation". Device has been explanted.